Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the small grasping retractor instrument (pn: 470318-10 // ln: n10201130 0162) involved with this complaint and completed the device evaluation. Failure analysis (fa) concluded that the reported failure was confirmed. The instrument was found to have a broken pitch cable at the distal clevis hub. The broken cable segment that contains the crimp was still installed in the clevis. Root cause is attributed to a component failure. Site complaint history review was conducted and found an additional complaint related to this event for the other small grasping retractor and fragment falling inside the patient. System error log review was conducted for a procedure on (B)(6) 2021 on system sk3819. While there were multiple logged events, there were no observed events in the system logs that would suggest a product issue and logged events are in line with normal system functionality. A review of the instrument logs was also performed. #1 small grasping retractor pn: 470318-10 // ln: n10200810-0080 // sn: (B)(4) was in use for 41:45 mins and had 6 of 10 uses remaining and #2 small grasping retractor pn: 470318-10 // ln: n10201130-0162 // sn: (B)(4) was in use for 08:19 mins and had 9 of 10 uses remaining. While not all other reusable instruments used in the case have been used in subsequent procedures at this time, a site history search shows no complaints filed against those instruments. An isi clinical development engineer (cde) conducted photograph review of the cable fragment that was retrieved during the second, open, surgery. The cde determined that the image appears to be a pitch or yaw/grip cable with crimp. However, we would require failure analysis to confirm. It was initially unknown what fragments from a small grasping retractor instrument fell into the patient. This instrument is designed with two pitch cables each with a crimp at the distal end. If a pitch cable breaks at the distal end, a cable segment and/or the crimp could fall into the patient. Failure analysis determined that the instrument involved with this event was found to have a broken pitch cable at the distal end and the cable segment that contains the crimp was missing from the clevis. All visible fragments were reported as being visually retrieved during an additional procedure. However, unintended fragment(s) falling into the patient may require surgical intervention.

Event description:
It was initially reported that after a da vinci-assisted left hemicolectomy procedure performed on (B)(6) 2021, two small grasping retractors had been inside of the patient and had two cables that snapped and unspecified fragments were discovered by the surgeon on (B)(6) 2021 when the patient was brought back to the site due to anastomotic leak due to patient anatomy. It was unknown if injury was caused by fragments falling into patient. Conflicting initial detail indicated that the patient will need to go back to the site to have the fragments retrieved by the surgeon. On 16-feb-2021, intuitive surgical, inc. (Isi) obtained the following additional information regarding the reported event: a da vinci-assisted left hemicolectomy procedure was performed on friday (B)(6) 2021. There were reported instrument issues with two small grasping retractors and both instruments had ¿cables that snapped¿ while they were inside of the patient. The first small grasping retractor had been in use ¿for a while¿ and then a cable broke. A backup small grasping retractor was inserted and ¿just a few minutes later, the same thing happened, a cable broke¿. At the time the cables broke, there were no known fragments that were observed falling inside the patient. The procedure successfully completed robotically with no known patient injury. It was later reported that as the patient was still recovering from the da vinci procedure, the patient was brought back to the operating room (or), by the same surgeon who performed the initial da vinci procedure, due to unspecified symptoms related to a ¿suspected anastomotic leak¿. As the surgeon opened the patient for the second, open, procedure on sunday 14-feb-2021 for a suspected anastomotic leak, the surgeon discovered a ¿tiny¿ cable fragment on the patient¿s omentum that was presumed as coming from a small grasping retractor instrument from the initial, da vinci, procedure. The cable fragment was successfully retrieved and removed from the patient by unknown means during the second procedure. It was unknown if a CT scan, x-ray, ultrasound, or other measures were performed to check for additional fragments but visual inspection by the surgeon found no additional fragments inside the patient, other than the one ¿tiny piece of cable¿. The surgeon continued with the open surgery and confirmed an anastomotic leak at/near the rectum for which unspecified repair was required to resolve the leak. The second procedure completed and the patient status was unknown. This record addresses one of two alleged small grasping retractor records that address the fragment fall into the patient, fragment retained, and second procedure required to remove the fragment. It was unknown which of the two small grasping retractors may have been involved with the event.